Event description:
It was reported that a pt developed a swollen, raised rash on the cheeks and neck three days after use of an appliance fashioned using essix c+ plastic material. The symptoms resolved after removing the appliance; the pt was also administered an antihistamine.

Manufacturer narrative:
While it is unk if the material used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. Two hundred sheets were returned to the physical manufacturer, inspected, and found to contain an unk substance on one side. Retained samples checked did not contain this substance. It is unk whether this would have caused/contributed to the reaction. Additionally, a sample of essix c+ was extracted in sodium chloride usp solution (sc) and sesame oil, nf (so). The extracts were evaluated for intracutaneous reactivity per iso 10993. A dose of the appropriate test article extract was injected by the intracutaneous route into five separate sites on the right side of the back of each rabbit (four total). The corresponding control was injected on the left side of the back. The injection sites were observed immediately after injection and observations for erythema and edema were conducted at 24, 48, and 72 hrs. There was no erythema or edema from the sc test extract and very slight erythema and edema from the so extract. The requirements of the test were met since the difference between the test extract and corresponding control mean score was <1.0.